Event description:
A customer alleged their ventilator did not auto alarm on start-up. The auto alarm is designed to sound on ventilator start-up to confirm the device's alarms are functioning properly. No patient harm or injury was reported. The ventilator was evaluated at the manufacturer's service center and the customer's allegation was confirmed. The failure of the ventilator to alarm was caused by a damaged power switch soldered terminal. The power switch was replaced to correct the problem. The manufacturer is unable to determine the source of the damage to the power switch terminal. The manufacturer completed a review of their complaint database and found no significant history of ventilator alarm failures attributed to the power switch. Based on these findings, the manufacturer concludes that no further action is appropriate.